Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment the returned device was confirmed to have deformed spring bar upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. The probable root cause is using a power drill which is not mentioned in the surgical technique for screw hole preparation.

Event description:
It was reported that the locking mechanism broke.

Event description:
It was reported that the locking mechanism broke.